Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-aug-2021, UDI#: (B)(4). H3:tm90t0 : the tm90t0 communicator was analyzed on (B)(6) 2026. Visual observation showed micro-usb charge port was loose. The device failed to power on after 1.5 hours. Tm90 recharging circuity was damaged. The device was scrapped and taken out of service medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that both of their handset and communicator was not holding a charge. Patient stated that they had tried different cords for their communicator but it was not charging. Agent reviewed the information and sent a request to repair to replace the communicator. Agent warm transferred patient to healthcare it (hcit) for handset issue.